Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having sensor glucose of 50mg/dl versus blood glucose of 255mg/dl and calibration not accepted alert. There were no other sensor alerts. Helpline advised customer to continue sensing and wait 2 hours before entering a new blood glucose value. There was an unexpected suspend. There was also pain during insertion. The high was treated with the pump. Customer did not receive medical treatment as a result of the site issue. Partial troubleshooting was done as customer declined further troubleshooting of the high. Smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 255 mg/dl. The customer reported pain, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed and the customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4days of wear. Advised to wait at least an hour and if bg is stable to calibrate. Customer reports receiving a "calibration not accepted" alert. Cust entered a new bg to calibrate but calibration was not accepted. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported an issue with the insertion site. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1886.